Event description:
Additional endoscopic procedure performed to push the capsule through and the patient passed the capsule through bowel movement. The patient condition was reported as fine and there was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The site reported that a patient had a pillcam stuck at the bottom of the esophagus, and later updated saying that the capsule moved down a little bit, but was still stuck. Physician is going to either push it down or remove the capsule. The site explained that the patient is fine, only with a little bit of discomfort.